Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 26-may-2024, it was reported that the patient faced infusion set tubing was leaking at the site, which caused the patient blood glucose elevated to 500 mg/dl, therefore patient had received correction bolus via pump and correction injection via mdi. The infusion set was in use for less than one day. The patient replaced infusion set and resumed insulin successfully. No further information available.